Event description:
Health professional reported receiving inaccurate readings on their adc blood glucose meter. Health professional reported receiving a reading of 71 mg/dl compared to a lab result of 680 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell 'out of range' showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. According to complaint information the health professional reported using the product outside of label copy. The complainant reported that the patient was on intravenous fluids when finger stick was performed. Label copy states in the limitations of procedure "do not use during intravenous infusion of high-dose ascorbic acid or during xylose absorption testing."

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported meter serial number is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (6gfk8g) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The meter was returned and investigated with control test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.